Manufacturer narrative:
The customer no longer has their api survey strain for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gn73 lot# 5930713203 met final qc release criteria and passed qc performance testing.

Event description:
A customer in the united states reported a false susceptible ampicillin/sulbactam result for an escherichia coli esbl positive api survey strain, in association with the vitek® 2 ast-gn73 test kit (lot 5930713203). The customer twice obtained a susceptible result (mic=8) for ampicillin/sulbactam. The expected result for this survey strain was intermediate/resistant. A biomérieux internal investigation will be initiated.